Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the part and lot number could not be performed as the lot number was not reported. The reported patient effects of angina and thrombosis are listed in the everolimus eluting coronary stent system xience alpine instructions for use as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery. The patient presented with segment elevated myocardial infarction (stemi). Therefore, a 2.5 x 15 mm xience alpine stent was implanted; however, an hour later, the patient experienced angina. Angiography revealed in-stent thrombosis, which was treated with balloon inflation and medication. There was no adverse patient sequela reported. No additional information was provided.